Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit and had a blank display. The customer's blood glucose level was 84mg/dl at the time of the incident. Customer stated that the insulin pump alarmed during normal use. Customer replaced battery and was able to resume use of pump. Customer stated that the battery was replaced without clearing alarm. Customer stated that old battery was used and battery fail alarm was received and then new battery was placed and was able to set time. The insulin pump will not be returned for analysis.